Manufacturer narrative:
Findings: pump monitored for several days. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected blank display or auto off alarm anomalies noted. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump switched off multiple times. Customer's blood glucose level was not reported. The device will be returned.